Manufacturer narrative:
Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. However, the issue is likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation, the cover was showing exposed metal, and there was rust observed around the objective lens. There was no patient involved.

Event description:
There is no additional information.

Manufacturer narrative:
This report is being supplemented to provide a correction to the previously submitted h4 - device mfg. Date. H4 was inadvertently marked as 10/30/2025 instead of 9/6/2017.